Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on electrogram (egm). It was also noted the right ventricular (rv) lead tips were separated, but when viewed under fluoroscopy; the lead could be touching mid coil. Additional information from the field indicated that the cause of the noise was still unknown. The patient was seen in the clinic and there was no change as there was still noise artifact seen infrequently on the electrogram (egm) channel but it was not sensed by the device. All lead values were within normal range and there were no episodes stored or sign of pacing inhibition. The lead remains in service. No adverse patient effects were reported.